Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touch of the panel of the programmer became unresponsive. It recovered by restarting, but it froze frequently. No adverse patient effects were reported. The programmer will be return for repair/analysis.